Event description:
It was reported that pump malfunction occurred after pump was dropped and displayed malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.